Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Per a social media complaint, it was reported that the patient underwent spinal surgery to correct scoliosis on an unknown date. The hardware used in the patient's surgery was 5.5mm rods implant system. The surgery was successful although one screw was reportedly broken. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.